Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller wanted to confirm if the insulin pump was delivering the correct amount of insulin. The current blood glucose reading is 666 mg/dl. The paramedics were called to the residence. Customer stated that she was having a hard time breathing. Customer was transported to the hospital. Diagnosed diabetic ketoacidosis. Nothing further reported.